Event description:
It was reported that the patient was found unresponsive their neighbor. Per emergency medical services (ems), the patient exhibited agonal breathing and blood pressure (bp) nor mean arterial pressure (map) could be obtained. The patient was alert and oriented on arrive to the emergency department (ed). Multiple low flow alarms were observed on (B)(6) 2022. Log file review confirmed low flow hazard events. No data prior to 6:16 am was available as it had been overwritten by numerous low flow events.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer's investigation is complete.

Manufacturer narrative:
Manufacturer's investigation conclusion: a direct correlation between heartmate (hm) 3 left ventricular assist system (lvas), serial number: (B)(6), and the reported event could not be conclusively determined through this evaluation. Review of the log files provided by the account confirmed low flow alarms; however, a specific cause for these events could not be conclusively determined through this evaluation. The controller event log file contained data from (B)(6) 2022. Intermittent low flow alarms were captured throughout the file, with one alarm sustained for over 12 minutes. Pulsatility index (pi) values were observed to be elevated during some of the observed low flows. No other notable events were captured, and the pump appeared to function as intended at the set speed. Multiple attempts were made to obtain additional information from the customer regarding the event; however, no additional information was provided. The patient remains ongoing on hm3 lvas, serial number: (B)(6), and no further events have been reported at this time. The heartmate 3 lvas IFU, rev. C, and the heartmate 3 patient handbook, rev. D, are currently available. Section 1 of the IFU, "introduction", lists potential adverse events that may be associated with the use of the heartmate 3 left ventricular assist system. This section also addresses all pump parameters. Section 4 of the IFU, ¿system monitor¿, describes the pump flow display and the hazard alarms. Per design, when the estimated flow value is calculated at less than 2.5 lpm, a low flow status is posted to the log file. If the flow remains below 2.5 lpm for 10 seconds, a low flow hazard alarm is triggered. Section 4 also explains that changes in patient condition can result in low flow. This section also states that the system controller can store 256 events. When the memory is full, the oldest events are deleted as new ones are saved. Section 5 of the patient handbook, ¿alarms and troubleshooting¿, and section 7 of the IFU, ¿alarms and troubleshooting¿, provides information on all system alarm conditions as well as the appropriate actions associated with each condition. A section on ¿handling emergencies¿ is also provided in the patient handbook. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The implant kit was shipped on 02sep2021. No further information was provided. The manufacturer is closing the file on this event.